Event description:
A hp reported that a titanium adapter had disconnected from the transfer set during therapy. This resulted in a leak from the transfer set. The tsr advised the caregiver to end therapy and to contact the patient?s pd nurse regarding disconnecting and reconnecting. The patient received preventative antibiotics for the disconnection. Nothing unusual was noted about the supplies. There was patient involvement, however there was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.